Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase was in the 1200''s u/l range and the plasma free hemoglobin was 60 g/dl. The pump was having multiple power spikes. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: the hospital reported that the estimated flow value on the system controller was displayed as +++ all the time. Additional information was received from the (B)(6) registry stating: upon interrogation of the vad there were several episodes of power spikes and high flows. Variable pump power readings, elevated ldh, dyspnea, edema and weight gain indicating probable pump thrombosis. Additional information also included indicated: hemolysis: yes. Heart failure: yes. Intravenous anticoagulation: yes. Event confirmed: u. Device malfunction: n. No cause identified: yes.

Manufacturer narrative:
Approximate age of device: 1 year and 5 months. The lvad was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the report of hemolysis and suspected pump thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of (B)(4), very small, white depositions were found adhered to various areas of the lumen of the outlet elbow. The structure of these depositions suggests that they developed in the outlet elbow while the pump was operating. Although a specific cause for the depositions cannot be determined, they were strongly adhered to the lumen of the elbow and were minimally obstructive to the blood flow path, suggesting that they were unlikely to have contributed to the reported event. A thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus ring was denatured and showed evidence of laminated layering, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. However, a duration of time for which it was present in the pump cannot be conclusively determined. Although a root cause for the thrombus cannot be determined through this evaluation, it was obstructing approximately 20-30 percent of the blood flow path and could have contributed to the reported hemolysis. The thrombus could have also created additional resistance on the spinning rotor, contributing to the reported power elevations. White tissue-like depositions were present in the proximal-side of the outlet stator adjacent to the bearing ball and on the stator blades. The depositions were not denatured and were not adhered to the bearing ball or stator blades. While the origins of the depositions cannot be conclusively determined, their lack of laminated layering indicates that they did not initially form in the outlet stator. A duration of time for which the depositions were present in the pump cannot be determined; however, the absence of contact marks on the outlet portion of the rotor suggests that they were not present in this location while the pump was operating. Although a specific cause for the depositions cannot be determined, they were partially obstructing the blood flow path and could have potentially contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.